Event description:
It was reported to philips that the device was not switching on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a planned coronary treatment and the procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and found that the machine was not switching on. Review of the log files showed x-ray generator tube arcing errors. The fse examined the system and found that the ht handle was arcing from the x-ray side. The fse cleaned the ht handle, applied new ht handle washers and silicone gel and inserted it back. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.